Manufacturer narrative:
(B)(4).

Event description:
It was reported that on the day of a refill, the patient became unresponsive. The patient was refilled with 40 ml of lioresal on (B)(6) 2012 at 10:30 am. The lioresal was a 2000mcg/ml concentration, and patient dose was at 1418mcg/day. At 1600 that same day, the patient dropped the phone and went unresponsive. It was noted the patient was not having a seizure. A nursing assessment was performed on the patient at 17:55 and patient the patient remained unresponsive except for a gag reflex. At 18:35 the patient was given narcan without response. The patient was intubated sometime before a chest x-ray at 20:30. It was noted that the x-ray was normal and oxygen level prior to intubation was normal at 97%. A CT of the head was also performed and was normal. Reporter stated that they may have intubated the patient because didn't it was unknown "which way the patient was going, and it may have been hard to control the airway." The patient was then alert the next morning, was extubated at 8:00 am and went home after 2 days. The pump was checked and had the correct volume of drug aspirated from the pump before the refill. The pump was aspirated following the refill and event to confirm that the 40ml of drug was in the pump as expected, to ensure there was not a pocket fill and that was also accurate. Ten ml was taken out of catheter access port and analyzed and the concentration was 5.1mcg/ml (which was run of the mill cerebrospinal fluid (csf) concentration level). The csf was also negative for drugs and proteins. The reported stated it was still not known why the patient became unresponsive, as everything checked out to be normal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).